Manufacturer narrative:
A company representative performed an on-site assessment and determined that the missing thumbscrew is a component of a non-company device that attaches to the aberrometer. The missing thumbscrew on the device resulted in the customer reporting the aberrometer as not securely mounted. Per the service report a spare thumbscrew for the non-company product was installed. The system was tested per service test procedure (stp) and found to meet company specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. As the missing component is not a company part, the root cause of the reported event can be attributed to a non-company device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a missing thumb screw on the dovetail mount. Additional information was requested but not available.